Event description:
Reportedly, during the procedure, the surgeon pushed the pusher knob and the tissue was pushed by the knife and shifted. The staples would not form properly and stuck into the tissue. Used another device. No pt injury. Procedure: fundusectomy.